Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via a manufacturer representative (rep) reporting that the patient had high impedances on one lead. There were no factors that were reported that contributed to the issue. It was reported that the patient had trouble charging the battery and the battery wasn't holding a charge well as it was nearing eos (end of service). The patient hadn't used their device in a few months. It was reported that they charged the battery today to read impedances and the programming for the upcoming battery replacement and the lead 0 through 7 had impedances that were over 10,000 ohms. The issue was not resolved at the time of the report, but surgical intervention was planned just not yet scheduled. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that it takes them a long time to charge. They stated hat they have had it on for three hours before it charges. They stated a picture of a doctor keeps showing. The patient stated that they ¿use several events,¿ (B)(6) 2019 the little doctor kept coming on the screen and wouldn¿t allow them to charge. It was indicated that the issue of having to charge the implant more often and not being sure if the device was working right had been resolved. The patient indicated that they have had it ¿at least 9 years or less¿. The patient weighed (B)(6) at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer¿s representative (rep). The rep reported that the patient¿s battery was at end of service (eos) and the battery wasn¿t holding a charge. The rep reported that the battery¿s age contributed to the issue. The patient was to be scheduled for a battery replacement. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was having to charge the implant more often and that they were not sure it if was working right. The patient asked for a list of healthcare providers (hcp). No symptoms were reported. The event began 6 to 8 months ago in (B)(6) 2018. No further complications were reported/anticipated.